Event description:
It was reported that the patient presented for routine generator change with a known history of high capture threshold exhibited by the right ventricular (rv) lead. During the procedure rv lead showed acceptable threshold values and the physician decided to keep the rv lead active. No interventions were made. The patient was stable.